Manufacturer narrative:
(B)(4): evaluation method = device history reviewed. Results = device history review found the product met specifications when released for distribution. Conclusion = cause of event attributed to patient condition. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a." Analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff due to brown thrombotic host tissue on the outflow except along the free margins. Glistening off-white pannus lined the inflow margin of attachment of all cusps, into all inferior coaptive areas and 1 to 5 mm onto all cusps, significantly reducing the inflow orifice area. Pannus covered the non-coronary left stent post, extending over to the top of the commissure and commissural area on the non-coronary side. The pannus covering the top of the non-coronary left commissure appeared to slightly restrict leaflet movement. Remnants of pannus were noted on the outflow rail adjacent to all cusps. Tan to brown thrombotic host tissue filled and stiffened all leaflets on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specifications for products released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valve, implanted 2.5 years, was explanted due to thrombus and pannus. There were no adverse patient effects reported.